Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Patient was experiencing pain at the implant site. Saw implanting doctor on (B)(6) 2022 found seromas at both the ipg site and lead site. Fluid was drained. Lab results indicated a rare gram-positive bacillus ¿ beaded. It was reported the patient went to the emergency room on (B)(6) 2021 and had system explanted. Patient was hospitalized for eight days to treat infection. Related manufacturer reference number: 3006705815-2022-18091, 3006705815-2022-18092, 3006705815-2022-18094, 1627487-2022-06245.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.